Event description:
It was reported by remote transmission the day after implant, intermittent ventricular sensing without markers. It was further noted the ventricular lead had high thresholds. Reprogramming was performed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).